Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the lor syringe tip of a arrow nrfit epidural set broke. The tip broke while the device was in use on a patient. There was no reported injury.